Event description:
It was reported that a patient underwent an atrial fibrillation ablation with qdot micro and carto 3 and the patient experienced cardiac tamponade and pleural effusion that required pericardiocentesis. It was reported that there was an issue with the software during a complication. They experienced a map shift with no indication or alert, there was no cardioversion done, the patches hadn't moved, respiratory was unchanged as they were on jet ventilation. They remapped and comparing the maps it looked like the map shifted to the right a little bit. The map shift occurred sometime after isolating the left veins and going to the right veins. They proceeded to finish the right veins. Procedure continued and completed. Pericardial effusion was also reported. There was a small effusion observed when they were going transseptal, and it did not build up until later on in the case. The effusion was discovered by the intracardiac echocardiography (ice) catheter. The medical intervention provided to the patient was a pericardiocentesis and the patient was taken for computed tomography (CT) scans. The patient was breathing on their own and was stable. After further review of the case on friday, august 2nd, it was discovered that the patient had a pleural effusion. They had to drain the blood from the left lung of the patient and the patient was stable. It was also reported that the map shift was not due to the software.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).